Manufacturer narrative:
The field service engineer confirmed the waste line was blocked. The engineer decontaminated the instrument. The customer ran controls and all results met specifications. The last calibration performed on (B)(6) 2021 had calibration alarms. Controls were outside of range several times on (B)(6) 2021. After several repeats, controls recovered within range. Upon review of the alarm trace, a calibration alarm occurred on the day of the event. The investigation determined the service actions resolved the issue. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated their controls were outside of range for ise indirect na for gen.2 on the cobas 8000 ise module. The reporter performed an ise check on the analyzer and found that a waste line was blocked since the instrument was back washing into the ise cup. Calibration errors were also received during calibration. Patient samples were repeated and the reporter stated they issued 29 corrected reports. Na results were 1-6 mmol/l different upon repeat. The reporter provided specific data for one patient sample that had discrepant na results. The sample initially resulted in a na value of 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 139 mmol/l. The repeat value was believed to be correct. The na electrode lot number was l48, with an expiration date of 08-jan-2022.